Event description:
It was reported that perforation with subsequent pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced. During deployment of the closure device, a perforation to the laa occurred. After the device was deployed a pericardial effusion was noticed. At this time, the device was partially recaptured and re-deployed in an attempt to close off the appendage, but the device popped out. The device was recaptured and removed. Pericardiocentesis was then performed and patient was sent to surgery for repair. The patient made it through surgery, but did not fully recover. The patient passed away on day 3 post surgery due to ischemic bowel.